Manufacturer narrative:
A trumpf medical service technician was dispatched to the user facility for investigation. The technician observed the remote cord was pulled beyond the internal strain relief, exposing the wiring harness. During the evaluation, the technician was able to duplicate the interruption of continuity by manipulating the remote cord. The remote was replaced and the device operated as intended.

Event description:
A user facility reported unintentional movement of a trumpf medical mars operating table during case. There is no report of injuries.